Event description:
It was reported that during the procedure, the laser systems touch screen went blank. The case was completed using an alternate procedure (turp) and the pt was admitted to the hospital. No add'l info was available.

Manufacturer narrative:
System analysis/service repair: the report of a faulty/blank screen was confirmed. The top cover/lcd display was replaced; the system software was updated, the system calibrated, tested and verified to mfrs specs.